Event description:
It was reported that after the laparoscopic low anterior resection procedure was started the surgeon decided to change the procedure to an open procedure. The surgeon stated that he needed to convert to an open procedure so that he could remove the uterus and the patient's diverticulitis was very bad. The device was fired and then removed. The surgeon used a scope and leak test to check the anastomosis. The anastomosis was fine. The drain was placed and the patient was transferred to the floor. Several days later the patient was not feeling well. The patient was taken back into the operating room on (B)(6) 2012. The anastomosis was checked and the staple line, anastomosis was completely open. It is unknown at this time what caused the staple line, anastomosis to open. The patient received a temporary colostomy. The device from the original procedure was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Additional information: what confirmation was received indicating the device was fully fired? Crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Just below half way. Did the red safety remain engaged until firing? He thinks the safety may have released it sooner. Were any unexpected noises heard? No. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Yes. Second procedure: were any staples present? Anastomoses connected in one spot. No visible signs of staples.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
The surgeon stated the patient was a (B)(6) female with a history of severe diverticulitis. The patient was placed on antibiotics 10 days pre-surgery due to severe diverticulitis. The patient was also on tpn pre-surgery. The surgeon reports that the procedure was performed as open procedure as there was a lot inflammation and also needed to remove the ovaries and the uterus as a result of the inflammation. He described his technique for the creation of the anastomosis. He states that the trocar is inserted anterior to the staple line. He used a double staple technique. A contour device was used in the distal transaction. A ta device is used to close the otomy. An assistant, who he does not normally work with, fired the device. According to the surgeon, this assistant performs eea procedures for other surgeons. The anastomosis was checked for leaks with a sigmoid scope. There were no leaks. During the second procedure, the anastomosis was noted to have fallen apart. It was repaired and the patient was given a colostomy. Post op the patient was given antibiotics and percocet for pain. Per the surgeon the patient has not be very mobile post surgery. The patient is fine. There were no other patient complications.